Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. It is unknown if the customer was using the pump at the time of death. The customer's healthcare provider (hcp) did not know the cause of death and was unaware that the customer had passed away. No other information was provided.

Manufacturer narrative:
The following additional information was received from the (B)(6) coroner: no autopsy was performed. Cause of death was due to hypertensive cardiovascular disease. Contributing factors to cause of death were diabetes mellitus, sleep apnea, and hypertension. It is unknown if customer was wearing pump at time of death. Evaluation of the device revealed that the pump was last used on (B)(6) 2016 and was not being used on (B)(6) 2016, the date of the customer's death. Functional testing was performed and no failure was identified.